Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. Per handpiece screening procedure, the handpiece was evaluated and it was determined the handpiece was defective and is not repairable. Ethicon endo-surgery independencia is the only authorized site to perform analysis on handpieces. Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown procedure, when I checked the test with the test chip, I was told to replace it, so I would like to confirm the cause of the failure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) date sent: 4/13/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: did the generator display any error messages and if so, what were they? Did the device pass the pre-test? Had the device been working and then stopped? Could you please provide the lot number? Ans: hp054 was found to have a cracked nose cone, a loose/poorly secured transducer mounting, damage to the ultrasonic transducer, and a faulty hand-switch signal circuit. There is no information available for the generator. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.